Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (removed cartridge alarm). Reportedly, the customer experienced elevated blood glucose (bg) levels around 600's (mg/dl). The customer removed the pump and began using manual injections and continued to go back and forth with resuming pump therapy, and removed the cartridge from the pump. The customer successfully reloaded the cartridge onto the pump.